Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was not returned, the root cause of the reported event is unable to be determined. However, it is presumable that the reported event is due to the user not following the instructions for use (IFU) which caused them to use the expired water filter passed the replacement period. The suggested event can be prevented by handling the device in accordance with the IFU: "chapter 7 routine maintenance: 7.2 replacing the water filter (maj-824). Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had been reprocessed with an endoscope reprocessor in which the water filter replacement deadline had expired by two years. There were no reports of patient harm.